Event description:
Physician reports that a male was undergoing a study, and stenting of the ureter. At the end of the procedure, he moved the x-ray tube from over the kidney, and proximal ureter down to the bladder, and received a message that the x-ray arm was not aligned with the image intensifier, and he was unable to fluoro. He reports he was able to finish the procedure without any problems and there were no injuries to the patient.

Manufacturer narrative:
Field service engineer re-aligned tube arm and image intensifier. When fse checked for proper operation, it was again misaligned. The urologist mentioned to the fse he had noticed fluid would run toward the head end. As this could cause unwanted fluid contact with boards under the urology table and mis-alignment, the fse re-set the table tilt value level that the fluids would run to the drain bag at the foot end of the table. The fse aligned the ii, adjusted the table, then verified proper operation according to hut service manual. System returned to full service by the customer.